Event description:
During an atrial fibrillation procedure, it was noted that a non-abbott pfa catheter could not be advanced through the sheath. The catheter was removed and was noted to be bent and had a film on it, suspected to be delamination. The catheter and the introducer were exchanged to resolve the issue without adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath was flushed with fluid; no delamination material was noted. The sheath was dissected; no delamination was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.